Event description:
It was reported that a malfunction identified by code malf 12 occurred, causing the customer's blood glucose level to exceed 500 mg/dl and display as "high." To address the elevated blood glucose level, the customer administered a correction injection using mdi, and no assistance from a third party was required. Technical support provided information for resetting the pump, assisted the customer with the reset, and after the reset, the malfunction did not recur. The customer was advised that they may continue using the pump and to call back if the malfunction reappears, which the customer acknowledged and understood.